Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2015. Additional information was received that the site did not look good when it was opened during the revision procedure. The physician was not sure if there was an infection. The physician believed that the event was not device or procedure related. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, infection was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, infection was suspected. The patient underwent an explant procedure.